Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported failure occurred because the device was no longer in synchronization with the rite test fixture. This resulted in the erroneous report of the homechoice machine failing fluid volume accuracy testing. The device did not have any volume accuracy issues.